Event description:
It was reported that an ngage nitinol stone extractor "got broken" during a left ureteroscopy procedure. The stone was then removed with the help of forceps. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. No section of the device remained inside the patient's body. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): postal code: (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 24aug2023 that the reported device was not a cook product.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: additional information received on 24aug2023 indicated that the malfunctioning device was not manufactured by cook inc. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. Therefore, this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction on a device manufactured by cook inc. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.